Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slid off the scissor during the case and fell into the patient. The mcs tip cover accessory was recovered during the same procedure. The procedure was completed.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.